Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have contributed to this evmt.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review will be reported once completed. The subject device was used to repair an intraoperative leak noticed while replacing the patient's mitral valve. There has been no information to suggest a device relationship to the patient's death.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired after an implant duration of approximately 3 months. The cause of death was not reported and it is unknown if the death was device related. Patient underwent mitral valve replacement, and during the surgery, a pericardial patch (subject device) was used to repair a leak after implanting valve. Operative report indicates, " a #27 prosthesis and that was tied into place. This was a very difficult procedure. Then checked for leaks and I thought I could identify one at about 2 o'clock position and we placed a series of sutures backed with periguard through those areas, and also one straight posteriorly. We really couldn't visualize the straight posterior area very well. We eventually were able to get that closed and I could not identify a periprosthetic leak and we closed the atrium, leaving a catheter through the valve in order to remove the air." The received medical records indicate nothing to reveal a device malfunction.